Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Impacted gums, flew into gums [gingival injury]; painful, sore gums [gingival pain]; heads have broken off twice now - oral-b power oral care refills flexisoft [device breakage]. Case description: consumer called stating that the heads of the brush heads had broken off twice now. No serious injury was reported.